Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the power interface board in the monitor. The monitor operated to the manufacturer specifications and was returned to clinical use. The suspect board was returned to the manufacturer for further evaluation. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial monitor rebooted during case. The perfusionist continued to use the same device as it has not disrupted surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.